Event description:
The customer reported that the central nurses station (cns) would unexpectedly shut down and was boot looping. The cns received a comm loss error message when it powered on, and the waveforms would not populate. No patient harm was reported.

Manufacturer narrative:
Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that the central nurses station (cns) would unexpectedly shut down and was boot looping. The cns received a comm loss error message when it powered on, and the waveforms would not populate. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurses station (cns) would unexpectedly shut down and was boot looping. The cns received a comm loss error message when it powered on, and the waveforms would not populate. Another cns was monitoring the patients, and there were no reports of harm. Investigation summary: an investigation was conducted by nihon kohden corporate (nkc) regarding the phenomenon of unexpected shutdown and boot looping issues that occurred on the device. The cause of the phenomenon was due to the software of the central monitor (cns). A phenomenon occurs in which the cns restarts in the network environment where the enterprise gateway telemetry server exists. This phenomenon has been addressed with software version 02-23. We confirmed the reported issue was attributed to a software version compatibility issue, which was resolved by the customer upgrading the software to version 02-23, which addressed the issue. After the facility followed up with their biomedical engineer and onsite troubleshooting was performed, it was confirmed the software was updated, to resolve the issue. Once the software was updated, the issue on all cns devices at the facility was resolved, and no further assistance was requested. Please refer to several other similar issues, (for the same and similar cns devices), that occurred at this facility, around the same time frame, which are documented under tickets (B)(4) (this ticket). A review of this device's history at this facility indicates that 6 (six) similar issues have occurred over the past 3 (three) years. In each instance where issues occurred with this device and similar devices. In each instance where issues occurred with this device and similar devices, the issues were resolved through education, and technical support by updating the software version to resolve the software compatibility-related issues. Based on a review of trending data, the issues are all linked back to a software compatibility issue, which was addressed in the updated software version 02-23. Trending will continue to be monitored for this facility, device, incident issues, and causes.

Event description:
The customer reported that the central nurses station (cns) would unexpectedly shut down and was boot looping. The cns received a comm loss error message when it powered on, and the waveforms would not populate. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurses station (cns) would unexpectedly shut down and was boot looping. The cns received a comm loss error message when it powered on, and the waveforms would not populate. Another cns was monitoring the patients, and there were no reports of harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.